Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had left anterior ankle incision drainage at approximately 6 weeks post-operative with an acute infection or late infection with possible sepsis. Medication was prescribed and patient recovered without sequelae. Attempts have been made and no further information has been provided.